Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
The customer's mother reported that the customer's blood glucose levels were not descending (no actual readings provided) so she called the doctor who recommended the pod to be deactivated. She noticed redness on the site where the pod had been and the doctor instructed her to use bactroban ointment on the area. The site got worse over the next few days so she took her son to the ER where the site was opened up and drained. He customer was given IV fluids and an antibiotic (cefazolin).